Event description:
During a ptca procedure, the maverick otw balloon ruptured at 6 atms. The number of inflations performed and atms of each inflation are unk. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous, unspecified coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.